Manufacturer narrative:
Insulin pump received with an intermittent button due to moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked battery tube threads, belt clip slot and minor scratches on lcd window.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they were moving furniture when the alarm occurred. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 201 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).